Event description:
It was reported that the right ventricular (rv) lead was observed with oversensing sensing integrity counter (sic) and double counting of occasional r-waves. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.